Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m83 pump a vs b volume error during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient additionally reported a burning smell and fluid release from the heater bag. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m83 pump a vs b volume error during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient additionally reported a burning smell and fluid release from the heater bag. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Corrected information: b.5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the device was returned to the manufacturer for physical evaluation. A visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid in the cassette compartment on the pump door and on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area around the catch post and within cassette compartment. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor check. An accelerated stress test (ast) was performed on the cycler. A grinding noise emitted from pump motor a during the test. There was debris build up on the lead motor screw during investigation. There was no burning smell observed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Visual indications of dried fluid were found between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. The cycler was found to have insect infestation inside and outside. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m83 pump a vs b volume error during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient additionally reported a burning smell and fluid release from the heater bag. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.